Event description:
Information received on 10/30/2013 that on (B)(6) 2013, there were oversensing and noise noted on the rv lead. Reprogramming was changed from vvir 70-1 30 to voor 70-130. The physician was unknown. The facility was (B)(6) clinic in australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).